Manufacturer narrative:
(B)(4) was used to denote surgical intervention.

Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due to high out of range shock lead impedances greater than 125 ohms. The lead was attempted to be explanted, but the explant was abandoned and lead was capped. No adverse patient effects were reported.